Manufacturer narrative:
Zimvie complaint (B)(4). E1: initial reporter¿s title is not provided / unknown.

Event description:
Malfunction. Doctor followed the tsv surgical procedures to place the healing collar hc345. However, doctor could not screw the healing collar to the implant. So, he replaced it with a new one. Tooth site # 14.

Event description:
No additional or corrected information to report.

Manufacturer narrative:
This report is being submitted to report additional information. The following sections are being reported: d4: expiration date and unique identifier (UDI) number . D9: device availability. H2: if follow-up, what type. H3: device evaluated by manufacturer. H4: device manufacturer date. H6: type of investigation. H6: investigation findings. H6: investigation conclusions. H10: additional narratives/data. Zimvie received one healing collar for evaluation. Visual evaluation was performed, identified damage threads. Unable to seat. DHR review was completed for the subject lot number. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number for similar events and no other complaint was identified. A definitive root cause could not be determined. Therefore, based on the available information, a device malfunction did occur. Identified damage threads. Unable to seat. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.